Event description:
Pt has been on peritoneal dialysis since 2007 without any problems. Eight months later, pt trained on the stay safe and newton system. Two months later, pt was hospitalized with a staph aureus peritonitis. Pt used the new cap for 1 month and 22 days when infection occurred. The stay safe cap states non sterile on package and anything touching the open end of pd cath must remain sterile. Dates of use: using presently, 2007 - 2008. Diagnosis or reason for use: peritoneal dialysis.